Event description:
It was reported the customer was hospitalized. The customer did not give any reason to why they were hospitalized. The customer also reported having issues with the tape sticking to the insertion device. Customer's blood glucose was 244 mg/dl. The customer stated they would call back to troubleshoot for their issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.